Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery, and another error alarm was confirmed in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify the no delivery alarm due to the motor error alarms. The pump was received with a missing end cap sticker, a severely scratched display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm from her insulin pump. The patient's blood glucose was unknown. The patient stated that she received a no delivery alarm while prime tubing. The customer stated that she was trying to refill the pump, and she received the motor error and no delivery alarm. The customer was advised to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer could not recall any significant event leading to the alarm. The customer was advised to discontinue use of the device and to revert to a backup plan.